Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: tip of shaver broke. Probable root cause: - inadequate window profile - inadequate welding process (i.e. Plasma, inductive, gluing) - improper material strength - inadequate size selected for the application - material brittleness - excessive force applied by the user - incorrect rfid tag. The failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the tip of the knife misfitted from the part while the knife was in the patient's ankle with pieces potentially remaining in the joint.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the knife misfitted from the part while the knife was in the patient's ankle with pieces potentially remaining in the joint.